Event description:
Pt underwent reoperation (lumbar laminotomy) at the l4-l5 level. The laminectomy was finished. There was no epidural bleeding. Adcon-l was applied ("not a whole lot of product" used). Gelfoam was used and closure started. About 15-20 minutes after wound closure, bp dropped to 50/18 and pt became tachycardic. Pt was fluid loaded and epinephrine administered. Pt spent evening in ICU and discharged from hosp 09/15/1999. Pt is doing extremely well now with no sequelae.